Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, nausea, malaise and cloudy peritoneal dialysis (pd) effluent. The cause of the peritonitis was reported to be due to an ¿intrahospital infection¿ (no further detail was provided). On the same day as onset, the patient was hospitalized for the event. On the same day, the patient began treatment for the peritonitis with cephalothin, 1 gram, every day, intraperitoneally (ip) for eight days and amikacin, 100 mg, every 12 hours, ip, for one day. On an unreported date, pd therapy was suspended due to the event and the patient was switched to hemodialysis therapy. At the time of this report, the patient remained hospitalized and had not recovered. No additional information is available.

Manufacturer narrative:
Seventeen days prior to the receipt of this report, dianeal therapies were discontinued. Sixteen days prior to the receipt of this report, the patient was discharged home from the hospital. On an unknown date, the patient was again hospitalized for peritonitis. On the same day, treatment with amikacin was discontinued. On an unknown date, the treatment with cephalothin was completed. The outcome remains not recovered. Should additional relevant information become available, a supplemental report will be submitted.